Event description:
A nonhealth care professional reported that during the intraocular lens (iol)implantation surgery, there was a scratch or mark on the optic. There was patient contact. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; it was discarded. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.